Event description:
The manufacturer received info alleging that a ventilator was alarming while in use. There was no reported pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. During evaluation at the MFR's service center, error related to the device's system board were found in the device's error log. The device's system board was replaced to correct the observed condition. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.